Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. With programmer 82-3126, sn (B)(4) the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot crlbfz, conformed to the specifications when released to stock on the 7th october 2014. Review of the history device records confirmed the catheters product code 82-3072, with lot cthctc, conformed to the specifications when released to stock on the 25th september 2015. No root cause was determined as no defects were found with the valve. No root cause was determined as no defects were found with the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Valve occlusion. The patient is female and (B)(6), had v-p surgery on (B)(6) 2015. The patient had vomiting and crying symptom. On (B)(6) 2015, the patient returned hospital for check. It was reported subcutaneous effusion and ventricular dilatation. The pressure was adjusted to 70mm h2o but it didn't change better. It was suspected the valve occlusion contributed to this issue. The surgeon removed the valve and did external ventricular drainage on (B)(6) 2015. The surgeon implanted new valve 823832 (lot crlbfz) and catheter 823072 (lot cthctc) on (B)(6) 2015. The initial pressure was 100mm h20. On (B)(6) 2016, it was noted the insufficient drainage. The patient did lumbar puncture but the issue still existed. On (B)(6) 2016, the surgeon removed the valve and did external drainage. On (B)(6)2016, the surgeon did external drainage with bigger catheter. Now the patient is under monitoring.

Manufacturer narrative:
(B)(4) it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Valve occlusion. The patient is female and (B)(6), had v-p surgery on (B)(6) 2015. The patient had vomiting and crying symptom. On (B)(6) 2015 the patient returned hospital for check. It was reported subcutaneous effusion and ventricular dilatation. The pressure was adjusted to 70mm h2o but it didn't change better. It was suspected the valve occlusion contributed to this issue. The surgeon did revision surgery on (B)(6) 2015 and changed the new valve to complete. Now the patient has discharged. On 3/8/2016 per affiliate, two new items are being added to the complaint: (2) 823072.